Event description:
It was reported that an extended life pd transfer set would not connect completely to a catheter. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 7 of 12.

Manufacturer narrative:
(B)(4). A companion sample was received for evaluation, as the actual device was not available. The device was visually examined and functionally tested (clamp, clear passage, leak, seal-surface) per product specifications. The inner diameter of the patient connector was found to be within the desired product specifications. These testing methods were unable to confirm the reported condition, as the device functioned within the desired specifications. The reported condition could not be verified with the provided information or the conclusions of the testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13e17016 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.